Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2022. After setting up the device, where there was no difficulty experienced upon setting up the device, the device was inserted into the patient for tissue capturing. During the procedure, the physician tried to deploy the band; however, it was not deployed. He removed the device and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (only the ligator head) was analyzed, and a visual evaluation noted that there were four deployed bands returned and the ligator head teeth were damaged/bent. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands were already deployed. This suggests that the device could not deploy. It is possible that some knots along the suture thread got dislocated from the teeth on the ligator head and this could have happened due to the manipulation of the device or technique used during the procedure, including anatomical factors. Once some knots got dislocated, the suture thread would have encountered difficulties releasing the bands. It is possible that these difficulties encountered caused the inability of the device to deploy bands which provided extra tension, consequently, bending the teeth. The most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2022. After setting up the device, where there was no difficulty experienced upon setting up the device, the device was inserted into the patient for tissue capturing. During the procedure, the physician tried to deploy the band; however, it was not deployed. He removed the device and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.